Event description:
It was reported that the patient presented post pulse generator implant with pauses in his rhythm. Noise was observed on the ventricular lead. The capture threshold was 0.75 v and a sense test was not possible. Bipolar lead impedance was 380 ohms and unipolar impedance was 280 ohms.